Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient had to stop taking their antibiotics because they were going to kill them. They mentioned breaking out in hives. The issue was not resolved at the time of the report. It was noted that they trial began on (B)(6) 2017. There were no device issues or further complications reported.

Event description:
Additional information received as patient mentioned that there was a tongue in check comment when they said "they were going to kill you" as it was no in anyway reflection on their care. They were prescribed for clindamycin 300mg, fluconazole 150mg and cephalexin 550 mg. Patient weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.